Manufacturer narrative:
Failure analysis confirmed that the insulin pump was unable to prime unit during the prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. (Gold) the motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The insulin pump was received with broken battery tube threads and cracked case at lcd window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer was unable to complete the rewind and unaware of the damage. The customer did not state any significant events leading to the alarm. It is unknown if the insulin pump will be returned for analysis.